Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was no longer able to inflate device. The patient was dissatisfied with the ipp, so a malleable was requested. The physician explanted the ipp and replaced with a malleable. No patient complications reported.